Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) left essure device not identified in the abdomen [device dislocation], vaginitis [vaginitis] , pregnancy with essure [pregnancy with contraceptive device] , missed miscarriage / miscarriage [miscarriage] , device ineffective [device ineffective] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure device not identified in the abdomen") and vaginal infection ("vaginitis") in an adult female patient who had essure inserted (lot no. D06935) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of anxiety in 2021, depressive disorder in 2019, pneumonia in 1983 and breast lump removal, cholecystectomy, yeast infection, shortness of breath, endometriosis, spontaneous abortion, parity 2 and multi gravida. The patient had a family history of heart disease, unspecified, renal disease, hypertension, recurrent abortion, stillbirth, cancer and mental disorder. Concurrent conditions were listed as calculus gallbladder since 2019 as well as hypothyroidism, thyroid disorder, vomiting, nausea, thyroid disorder, frequent headaches, bacterial vaginosis, arthritis, cyst of ovary and hypothyroidism. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced device dislocation (seriousness criterion intervention required), vaginal infection (seriousness criterion medically important), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("missed miscarriage / miscarriage"). The patient was treated with surgery (hysterectomy - uterus & laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device dislocation and vaginal infection were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pregnancy with contraceptive device and vaginal infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2022: findings/impression: a right fallopian tube occlusion device is located in the right side of the pelvis. This is slightly more lateral and cephalad than on the (B)(6) 2022 CT, which is indeterminate for shifting position of the uterus in the pelvis versus migration of the device into the peritoneal cavity. This could be more reliably assessed with ultrasound or CT of the pelvis. Partially visualized bowel gas pattern is nonobstructive. No focal osseous abnormalities. [Hysterosalpingogram] on (B)(6) 2016: findings: the uterine cavity is opacified and normal. The right essure device is well-positioned. There is prompt opacification of the left fallopian tube, with prompt free left peritoneal spill. Impression: 1. Left essure device not identified in the abdomen. 2. Prompt opacification of the left fallopian tube, with prompt free left peritoneal spill. 3. Well-positioned right essure device. [Pathology test] on (B)(6) 2022: final diagnosis a. Bilateral fallopian tubes: fimbriated fallopian tubes, completely transected. Vascular congestion and edema involving one of the tubes. B. Endometrial currenting¿s: endometrial polyp and proliferative-type endometrium with features suggesting stromal breakdown; negative for atypical hyperplasia (endometrioid intraepithelial neoplasia) and malignancy. Clinical information sterilization, thickened endometrium, gross description, fallopian tube, sterilization source: fallopian tube, bilateral fallopian tubes, received in formalin labeled bilateral fallopian tubes are 2 fimbriated fallopian tubes. Representative sections . Of each fallopian tube are submitted in separate cassettes, a1 and a2, respectively. A segment of each tube is submitted intact, to be sectioned and properly embedded in histology, per protocol. B. Endometrium, curettings/biopsy source: endometrial curettings specimens. A fallopian tube, bilateral, bilateral fallopian tubes b endometrial, endometrial curettings. [Ultrasound scan vagina] on (B)(6) 2021: a transabdominal and transvaginal exam was performed. The uterus is anteverted. The uterus is 10.41 x 5.5the 7.79 cm, with volume of 237.36 ml. The endometrium measures 12.02 mm. The right ovary measures 2.82 x 1.45 x 2.14 001, volume 4.58 ml. The left ovary measures 3.62 x 2.67 x 2.83 cm, volume 14.32 ml. 2.24 x 1.86 x 2.39 001 cyst noted on the left ovary. Transvaginal ultrasound was required to evaluate the endometrium and ovaries. Conclusions: mildly enlarged uterus without discrete fibroids. Unremarkable secretory appearance of the endometrium. Right essure coil identified in place, in expected position. Nonvisible left essure, consistent with clinical history. Normal size and appearance of the right ovary. Mildly enlarged left ovary with 2.4 cm echogenic cyst consistent with a corpus luteal cyst. No other evidence for cyst or mass; on (b)(60 2023: the uterus is anteverted. The uterus is 10.7 x 5.43 x 7.87 cm, with volume of 239.42 ml. The endometrium measures 8.12 mm. The right ovary measures 3.31 x 1.71 x 2.01 cm, volume 5.96 ml. The left ovary measures 2.05 x 1.04 x 1.32 cm, volume 1.47 ml. Transvaginal ultrasound was required to evaluate the endometrium and ovaries. Conclusions: normal size and appearance of the uterus. No evidence lor fibroids. Prominent 1.3 cm nabothian cyst noted. Unremarkable appearance of the endometrium. Essure coil ldentified in place in expected position on the right but not seen on the left. Normal size and appearance of the ovaries. No evidence for cyst or mass batch 06935, expiry date:28-sep-2017, manufacturing date:03-sep-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.